Manufacturer narrative:
(B)(4).a cover letter was provided to the agency regarding this event. Implanted device remains.

Event description:
Per the clinic, the patient underwent surgery for a suspected loose flange fixture. Examination of the site revealed that only the abutment was loose and no further intervention was necessary. The implanted device remains.